Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Event description:
On 12/22/2022, it was reported by a sales representative via phone that an ar-3638 fibertak had an issue. During a labral repair procedure on (B)(6) 2022, when the surgeon was trying to use the device, the tip of the anchor driver got stuck in the bone, it remained in one piece and it was very difficult to remove, but the surgeon was able to do so, nothing remained in the patient, nothing broke. Another ar-3638 fibertak with the same lot number was used and inserted at a different location, slightly higher, to complete the procedure successfully with no impact to the patient. The device has been discarded and no pictures were taken. The customer did not want credit and only wanted to report the complaint.